Event description:
During a cataract extraction procedure the surgery center reported the phacoemulsification unit had locked up. The account reported the system locked up during procedures and that it happened with two different surgeons. The account rebooted the system and was able to unfreeze, but the system locked up again. Both procedures were completed successfully using a backup unit. In order to bring up the backup unit, there were a few minutes of delay to prepare for use. There was no patient injury reported for both patients.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The account indicated as the unit froze a 2012- ih timeout error displayed. The fss was not able to confirm and verify the reported issue of the unit locking up with a 2012- ih timeout error. As a proactive measure, the fss replaced the versalogic printed circuit board assembly (pcba) with the basic input/output system(bios) included, the hard drive, and the advantech single board computer (sbc) instrument manager. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.